Manufacturer narrative:
Investigation summary: one (1) sample and three (3) photos were provided by the customer for investigation. The sample was visually examined and was found to be clogged as light was not able to pass through the needle. Three (3) photos were also provided by the customer for investigation. One (1) photo shows the top web of the blister pack which provides the product number and description. The second (2nd) photo shows the blister pack viewed from the bottom with the needle assembly removed from the blister pack. This photo also shows the lot number of the batch associated with this complaint. The third (3rd) photo shows someone holding the needle assembly so that a view down the hub and the needle can be seen. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned sample was clogged as light was not able to pass through the sample. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This was discovered during use. The following information was provided by the initial reporter: needle channel obstruction infusion.